Event description:
Anesthesiologist attempted to resuscitate the pt with the dmr 2 bag. Connection between mask and bag inadequate. Mask fell repeatedly from the bag when lifted from face. Numerous attempts to tighten the mask to the bag failed. A new mask was tried with the unit. It failed to stay attached consistently but was a little better than the first mask. There is an inconsistency with the bags. Some masks fit and others don't.